Manufacturer narrative:
Other text: b5: additional information received on 21-nov-2022 via email and attached to complaint object: neither issue occurred while connected to a patient. All issues were noticed during decontamination. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer tamper seals were present upon receipt, a non-original equipment manufacturer top case was found, and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown as no fault was found. Replaced the interconnect board as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited multiple primary audible alarms and acu watchdog failures, the speaker was replaced prior. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.